Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the right atrial (ra) lead could not be placed even with support from the j- shaped stylets. The exact problem if the lead or lumen of the stylet had issue, could not been identified. The lead and the stylets were attempted, not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The stylet was kinked/buckled. Visual analysis of the lead indicated damage at implant. The analyst noted the lead pjnbhj095v was received with the gray, straight shape stylet still inserted in it. Extra 4 stylets were received in dispenser. The stylet received in lead could be removed but with resistance due to stylet kinked. All extra stylets received in dispensers could be inserted in lead, no anomalies were found with the lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.